Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips filed service engineer (fse) conducted a site visit and identified the adu (anode drive unit) have conflict with system and tube rotor problem intermittently appears. After reviewing the log fse found adu rail voltage is under voltage. The part (adu) returned for analysis and visual inspection showed that the output chokes have been lose, glue has loosened, but electrical function is not affected. To resolve the issue, fse replaced the anode drive unit (adu). After replacement of anode drive unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's x-ray generator failed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.